Event description:
I had a total hip replacement done (B)(6) 2008. I received the depuy total hip pinnacle acetabular cup, sz mm54. Prior to the surgery I had pain in my right hip. This pain has increased since the surgery, with walking and weight bearing. It feels like the hip wobbles back and forth inside the femur. The leg gives out on occasion. The pain radiates down my right leg. Even with several sessions of physical therapy and epidural blocks the pain has not improved.